Manufacturer narrative:
The reported back-up (bvvi) operation was confirmed in the laboratory. The cause of the bvvi mode was several parity errors. The memory location that caused the parity errors was tested and no defect was found after the location was corrected. The bvvi was removed and the device was tested in the automated electrical test system; no anomaly was observed and the device met all specifications. The cause of the parity anomaly was not determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the device was in back-up mode.